Event description:
It was reported that during the implant procedure; placement difficulty of the right atrial (ra) lead was experienced. The atrium was nearly in a stand still state, and no response was obtained from sensing or pacing. The ra lead was attempted to be placed at multiple locations but still no response was observed. Excessive time spent on placement caused the procedure to become rough, leading to entanglement of the ra lead in the tricuspid valve, making removal of the lead difficult. Ultimately, the lead had to be forcibly pulled out. Due to pulling, the coil of the ra lead was stretched and had to be discarded. A new ra lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.